Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function properly. Pt noticed this when she attempted to bolus. The up button does pop up after it is pressed. Pt has used this infusion device since 2007 and boluses 4-5 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.